Event description:
This lead appeared to have noise due to the suture sleeve being tightened too tight. The lead was explanted. Should additional information be provided, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.